Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 101 mg/dl at the time of the call. The customer states the insulin pump was exposed to fluid/moisture. The customer fell in the water. The insulin pump has a blank display and is not working. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The device was received with moisture damage on the motor and keypad flex tail. Unable to verify black display and perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. No moisture damage on the keypad traces, keypad dome switches, battery tube or vibrator noted.